Event description:
It was reported that difficulty was experienced inserting the lead into the header of the defibrillator. Mineral oil was used to complete the insertion and the defibrillator remains in use. No patient complications have been reported as a result of this event.